Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that there was a power unit failure, and the device could not start due to faulty converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the light source had a power supply failure. The issue was found during preparation for use. The procedure performed was diagnostic (cystoscopy). The procedure was completed using a similar device. The patient was not under sedation. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that device cannot start (power unit failure) occured due to faulty converter. Olympus will continue to monitor field performance for this device.